Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (concentration 30 mg/ml, dose 7.258 mg/day-current, concentration 30 mg/ml, dose 13.09 mg/day-old), bupivacaine (concentration 37 mg/ml, dose 8.951 mg/day-current, concentration 37 mg/ml, dose 16.142 mg/day-old) and clonidine (concentration 3100 mcg/ml, dose 750 mcg/day-current, concentration 3100 mcg/ml, dose 1352.4 mcg/day-old), via an implantable pump for non-malignant pain and complex regional pain syndrome type 1. The patient had a heart attack in (B)(6) (roughly 2 weeks prior to this event report date) and they were blaming it on the tube. The consumer was just informed today that the patient had 3 pumps replaced but never the tube. The consumer inquired about that and patient service specialist reviewed that the catheter does not need to be replaced with each pump replacement, also reviewed that the health care professional verifies if it is patent and if it is they leave it, also reviewed that catheter can be left in, replacing a catheter is a medical decision as well as taken it out can cause damage. It was reviewed that they should discuss concerns with the health care professional. No interventions were mentioned. The patient reported that one morning in (B)(6) 2016, she woke up and couldn't move and it was like her pump quit working, the patient couldn't get out of bed and was hurting, the patient needed assistance by her husband to sit and stand up, to get her to the bathroom and she couldn't get out of bed. When she got moving it still hurt but she was up moving around and then the next day she called her health care professional. Patient recalled that during one of her refills in 2016 (the last refill or refill before that), the medication volume pulled out was off by a couple of mg, patient did not have any falls or trauma related to anything at the time. In (B)(6) 2016 ((B)(6)) which was two weeks later, the patient went to see the managing doctor who tried to aspirate 2 cc's of medication from the catheter, but was only able to aspirate 1/2 cc and figured/thought patient had a granuloma on the catheter tip or catheter kink preventing aspiration for the test, within a few hours of having the aspiration test at the doctor's office; the patient stated from under her bosoms, clear down to her toes, started tingling like within 50 minutes to hurting unbearable pain and not able to breath; blood pressure was (B)(6) and heartbeat was (B)(6). Patient went to the emergency room (ER) and was told she was having a heart attack; and almost died a couple of times. On friday and saturday the week before, the patient was in intensive care unit (ICU) with a breathing tube and stomach pump and 6 catheters and open tubes for her vein access, patient was out of it, patient states she was so glad she was out meaning not conscious and had a breathing tube and stomach pump and 6 catheters for vein access for tubes if needed; the patient was checked for everything to find the root cause of the heart attack and they could not find a reason, no underlying factors. Patient does not drink coffee, doesn't smoke, is not fat/overweight and is fairly active and a great grandma one of the health care professionals thought granuloma was the root cause of the patients heart attack but the patients managing doctor did not feel so and also did not feel that he had done anything wrong at the patient's appointment. According to the patient, the only change she had was seeing the managing doctor and him trying to pull that medication out right before she had a heart attack a few hrs later. It was noted that the patient was admitted to the hospital for 8 days because of her heart attack, the patient had a dye study of her heart and her heart was good, veins are clear, no cholesterol/clogged arteries, heart is healthy. Patient was discharged for 2 days before she went back again. On (B)(6) 2016, the doctor decreased patients medication and within 2 hours of the decrease the patient experienced withdrawal symptoms; blood pressure was up and down (hangs steady but is down). On (B)(6) 2016, the patient ended up back in the hospital because of the withdrawal from (B)(6) 2016 and was not happy they decreased her medication and was getting IV's for pain control, reportedly, the medicine she was on was working. On the week prior to this report date a magnetic resonance imaging (MRI) test was done because the granuloma on the catheter tip had not been confirmed at the time of this report, the situation was being addressed by the health care professional and the patient was still hospitalized, patient was to be discharged on this report date. The patient thought that she had only had one catheter, but patient service specialist noted two catheters in history and reviewed that information. It was reviewed that the aspiration test might have unkinked the catheter or unclogged the blockage and patient may have received a bolus of pump medication unintentionally that could have resulted in symptoms. It was also reviewed that sometimes when health care professionals aspirate the catheter it will clear the line but doesn't mean that this is what specifically occurred in her scenario. The patient was redirected to the health care professional to update on the current symptoms since the pump medication was decreased. The patient was to followup with the health care professional additional information received from the health care professional on (B)(6) 2016 indicated that they were unsure of when the volume discrepancies occurred. The results of the MRI were noted as "not able to see the tip of the catheter"/the infusion rate was reduced and pump/catheter replaced. The root cause for patient symptoms and volume discrepancies was not known. Patient was on 1.4 mg of intrathecal clonidine! In (B)(6) 2011 the second pump was changed out due to longevity.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that she had her pump and catheter replaced on (B)(6) 2016 the health care professional checked and the catheter was fine so they assume the issues she had been having were due to the pump. On the last print out, the pump had 21m left. The doctor thought the pump was stalling and not giving patient enough medication, then overcompensating and dumping a bunch of medicine in. The patient went to the emergency room in (B)(6) 2016 then in (B)(6) 2016 ended up in the intensive care unit (ICU) for 8 days and had a breathing tube for 3 days. The doctor thought that the problem started in (B)(6). The patient wanted to know if there was a way to check the pump after explant

Manufacturer narrative:
Patient code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care professional indicated that the drug was not re-injected following aspiration of 1/2 cc during the attempted catheter access port procedure. Not being able to gain results from the MRI and the tip of the catheter not being visible was clarified as not related to the device. The tip of the catheter was not detached and not missing. The catheter was removed on (B)(6) 2016, there were no signs of granuloma upon inspection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.